Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Device passed displacement test. However device alarmed motor error during basic occlusion test due to corroded home switch noted. Device was inspected and found moisture damage to most electronic devices noted.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Pump passed displacement test. The test reservoir was able to lock in place. Pump was inspected and found moisture damage to electronic devices noted. (B)(4).

Event description:
Information received by medtronic indicated that customer accidentally placed insulin pump to the washer. Customer reported that insulin pump had fluid in the reservoir compartment. The insulin pump had small crack on the top of it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.